Event description:
The customer reported that the backup alarm test failed. No patient harm reported.

Manufacturer narrative:
Additional info received on 3/16/17. The customer returned cpu board was installed in an fi test ventilator. The ventilator was powered only by ac without backup battery and power cycled every 3 minutes over two hours. The ventilator was powered up and shut down regularly 10 times. No error other than the ones related to power up and shut down occurred. No failure was found.